Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open distally and the marksman microcatheter was kinked. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the cavernous sinus segment. The max diameter was 12mm, and the neck diameter was 9mm. The patient's vessel tortuosity was moderate. The landing zone was 3.5mm distal and 4.5mm proximal. Dual antiplatelet treatment was administered. It was reported that the pipeline as withdrawn in the microcatheter 3 times and failed to deploy. Under dsa imaging the tip end of the pipeline was observed to have a "shofar feature." After being withdrawn from the body, the tip end of the stent was found to be worn and the distal part of the marksman microcatheter was kinked. The pipeline was positioned in a bend and less than 50% had been deployed when it failed to open. The pipeline had been resheathed more than 2 times. No additional steps were taken to open the device. The devices were replaced, and the patient did not experience any injury or complications. Angiographic results post procedure were said to be normal. The devices were prepared and flushed according to the instructions for use (IFU).

Manufacturer narrative:
H3. Product analysis: ¿ equipment used: vis (m-81805), 203cm ruler (m-83360) ¿ as found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within a shipping box and within a plastic bio-pouch. ¿ visual inspection/damage location details: the pipeline flex embolization device was returned within the marksman catheter. The pi peline flex pusher was found extending out from within the marksman catheter hub for ~46.5cm. The marksman catheter hub was found in good condition. No bends or kinks were found with the marksman catheter body. The pipeline flex braid was found partially deployed out from within the marksman catheter distal tip. The marksman catheter distal tip was found in good condition. The pipeline flex embolization device was pushed out from within the marksman catheter, deploying the braid. No bends or kinks were found with the pipeline flex pusher. The pipeline flex braid proximal end was found open and in good condition. The pipeline flex braid distal end was found open, but damaged (frayed). The pipeline flex pusher sleeves and tip coil were found in good condition. ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete open distal¿ report could not be confirmed. However, the customer¿s ¿pipeline damaged¿ report was confirmed. The returned pipeline flex braid distal end was found open, but damaged. Possible causes of ¿failure/incomplete open distal¿ include patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents, or inappropriate anatomy. In this event, it is likely the placement of the braid in a vessel bend contributed to the failure to open. The pipeline flex braid likely became damaged due to resheathing more than 2 times. Regarding the customer¿s ¿catheter kink/damage¿ report the issue could not be confirmed. No damage was found with the returned marksman catheter. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there were no issues that resulted in the damage that was found. During the deployment process, the tip end could not be opened all the time, repeated recovery and deploy 3 times was invalid, and the tip end became forked.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.